Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was the name of the procedure? =>no further information is available. What is the lot number? =>no further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Events reported via: 2210968-2021-07000.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. During the procedure when putting the 1st stich, the fixation tab came off the suture. There were no patient consequences reported. No additional information was provided.